Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ three part hypodermic syringe with needle had foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: customer pictures are received but no physical sample is received for an analysis. The pictures show foreign matter. Sample is required for complete and detailed analysis to determine whether or not foreign matter is attributable to the manufacturing process. (B)(4) pieces of retention samples of the involved lot were analyzed to verify if the foreign particle reported by the client is present. When testing of loose particles in the fluid path or embedded as well as outside the fluid path in the retention samples, the defect reported by the customer was not present. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Event description:
It was reported that bd plastipak¿ three part hypodermic syringe with needle had foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Device available for eval?: yes. Returned to manufacturer on: 2019-02-07. Device returned to manufacturer: yes. Investigation summary: samples and photos received for investigation. Fourier transform infrared spectroscopy (ft-ir) analysis was performed on the physical samples. It is concluded that the oil analyzed is potentially the contaminant in the syringe. The stain resembles the oils that are used to lubricate some mechanical parts. Additionally, it is worth mentioning that retention samples were analyzed, which presented conforming results, that is, the defect of foreign matter was not present. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The most likely cause is that a leakage occurred and a drop of oil has fallen into the mold in a timely manner since all the samples sent correspond to the cavity 10, it is worth mentioning that it was identified that this device is not monitored or revised since it is very remote that this problem occurs. Corrective action include annual preventive maintenance program.

Event description:
It was reported that bd plastipak¿ three part hypodermic syringe with needle had foreign matter. No serious injury or medical intervention was reported.